Manufacturer narrative:
The device has returned to the manufacturer and our investigation is currently in progress.

Event description:
On (B)(6) 2025, a patient underwent an ureteroscopic stone removal procedure with the cvac aspiration system. Approximately halfway through the procedure, the physician observed that the patient's kidney was distended. The device was removed from the patient and no anomalies or clogs were observed. The physician continued the procedure with the device and approximately a few minutes later, the physician observed the distended kidney again. The device was removed from the patient again. There were no anomalies or clogs observed with the device. The physician was instructed by the company representative to switch to a flexible scope. The physician completed the lasing of the stone with the flexible scope and then used the same cvac device to remove the stone debris and complete the case. No intervention to the patient was required and the patient status was reported as fine.

Manufacturer narrative:
B1: corrected. B2: corrected. H1: corrected. The device was returned for investigation. No clogs or stones were found in the device. Analysis of the returned device revealed eight deformations, located between 2 to 6.5 cm proximal from the distal tip, were visible in the working channel, due to the bending of the hypotube steering cable notches. The outer lumen jacket was found with 3 tears located approximately 4, 5 and 6 cm from the distal tip. The lot history review (lhr) was conducted, which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Leak testing is completed for all cvac products during final device inspection. Only devices that pass this inspection are released for distribution. Additionally, a thorough failure investigation was conducted. Prior to the outer lumen jacket being removed, irrigation was reviewed and tested by capturing the active irrigation fluid for 20-25 seconds with a pressure bag set at 150mmhg. This resulted in a 48-60 ml/min rate, closely aligning with the specified flow of a minimum of 58 ml/min of water at 200mmhg. Vacuum was tested per the IFU-derived vacuum flow rates (50ml fluid within 8-15 seconds, active vacuum). Vacuum performance in a straight catheter configuration was within specification. Based on the details of the reported event and the investigation, it was found that the working channel damage/deformation was consistent with the device being manipulated under excessive force during use resulting in hypotube damage. Should the cvac aspiration system become damaged, as a consequence of extreme maneuvering inside patient anatomy, the device may deliver excess irrigation or reduced outflow depending on the damage and may hinder laser bridge articulation at the distal tip. The outer lumen jacket tears were caused by excessive user force, which caused unusual and extreme deformation and deflection in both the active and passive bending section of the catheter shaft. The device investigation, and lot history review did not reveal any manufacturing defects. The product labeling has appropriate warnings and cautions to advise the risk of kidney stone procedures. The cvac aspiration system IFU, warning section, indicates if device is damaged or stops functioning, to stop using the device immediately, troubleshoot and continue the procedure with a new device as appropriate. Per the company's investigation, the working channel was damaged as a result of the device being manipulated under excessive force while in the patient. As a result of this procedure, the patient was in stable condition and did not experience postoperative pain or infection, prolonged hospitalization or subsequent surgical intervention. Calyxo will continue to perform product monitoring as part of our post-market surveillance procedures.